Event description:
A report was rec'd that a pt's system was explanted, due to skin erosion and infection. The pt has been prescribed antibiotics.

Manufacturer narrative:
The devices will not be returned for eval, as they are in the possession of the patient's attorney.